Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient is not receiving adequate pain relief from her scs system. She has been reprogrammed several times with the most recent occurring approximately two years ago. The patient's physician reportedly advised that her lack of total therapy relief stems from the presence of scar tissue. She will schedule an appointment to be reprogrammed again. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.